Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
This incident reports swelling and fluid, along with a whitish pus-like discharge that has started 2 or 3 weeks post-surgery and persisted for a month or longer. It seems to have disappeared over time.